Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s daughter reported that the patient was allowed 8 boluses per day and they had been having a lot of trouble with the patient getting their boluses. The caller stated that the patient had gone a month without them because the connection gets to 90% and then freezes and says the app is not responding. The caller also stated that the patient was in a lot more pain because of it. The agent walked the caller through clearing out the application data and connecting to the pump. The caller confirmed that they were able to successfully connect and the patient received a bolus. It was noted that the troubleshooting steps that were taken on the call resolved the issue.